Event description:
Philips received a complaint by the customer on the v60 indicating that a 1202 "proximal pressure line disconnected" alarm error message was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1202 "proximal pressure line disconnected" alarm error message was displayed. After checking that the proximal pressure tube was connected, and the customer replaced the device with another v60; however, the issue remained. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a 1202 "proximal pressure line disconnected" alarm error message was displayed. After checking that the proximal pressure tube was connected, and the customer replaced the device with another v60; however, the issue remained. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the issue was resolved once the hospital replaced the respiratory circuit. The cause of the issue was due to a user error as the patient circuit was not checked per the user manual prior to use. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.